Event description:
The customer reported that there was still some air in the cuff although the cuff deflated before intubation. The customer reported this was discovered prior to pt use.

Manufacturer narrative:
The batch paperwork for this reported complaint could not be reviewed as the lot number is unknown. Two samples were returned for evaluation wrapped without their original unit packs. The stylet wires were not returned with the samples. Visual examination of the returned units shows no sign of any defects. The returned units were inflated without any defects or restrictions noted. The returned units were then deflated and no issues noted. The returned units were inflated / deflated three times and no issues noted. The reported defect could not be detected on the samples returned for evaluation.

Manufacturer narrative:
(B)(4). The sample associated with this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report. Ref related medwatch report 2936999-2014-000396.